Manufacturer narrative:
No product samples, videos, or photographs were returned for investigation. The device history review (DHR) was reviewed and there were no relevant non-conformances found that would have contributed to the reported complaint. A probable cause cannot be identified based on the information that has been provided.

Event description:
The event occurred on an unspecified date and involved smallbore bi-fuse ext set w/ 2 clave®, rotating luers that were reported to leak from the free/unconnected lumen during infusions of chemotherapy. The devices were changed replaced with no further problems encountered. There was report of unprotected chemo exposure, and unspecified adverse operator consequences, however, there was no patient harm reported, and no medical/surgical intervention required.